Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2019 with the following findings: during investigation, there was moisture observed behind the display lens. Leak test found leak from battery compartment cracked from case seal to grip pad. The pump was opened and there was moisture damage found to the internal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the display was blank and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.